Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received an alert for high impedance, the svc coil was programmed off. Lead remains implanted.